Event description:
It was reported that the customer was hospitalized with an unknown blood glucose (bg) level; cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.